Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united abrab emirates it was reported that the patient was hospitalized on (B)(6)2026 due to hyperglycemia caused by the insulin flow block. The insertion site was abdomen. The blood glucose level was 500 mg/dl at the time of hospitalization and the patient was treated with insulin infusion. Patient experienced sick/abdominal pain. The length of hospitalization is greater than twenty-four hours. No further information available.